Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml evacuated container was damaged. When the nurse went to puncture the container to attach the tubing, the rubber stopper broke and fell into the bottle, and part of the glass bottle broke as well. This issue occurred in the infusion center when used to dispense alpha-1 proteinase inhibitor. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.